Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with inflammation and swelling, underneath sensor pod area only. The parent took the patient to the urgent care, and the reaction was treated with a prescription of sulfamethoxazole 2 tablets for 5 days. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).